Manufacturer narrative:
Investigation results completed on smiths medical cadd solis 2120 pump. The device was returned in with damages to lenses, dso sensor seal bubbled and uso slightly collapsed. Event log revealed complaint of cassette not properly attached. Testing of sensor test revealed dso sensor. The devices dso and uso were replaced. Unknown the cause of event, however the downstream occlusion was contaminated along with up stream occlusion collapsed and corrosion with contamination with rust was revealed. Device passed all delivery and functional testing. :

Event description:
Information received a smiths medical cadd solis 2120 pump cassette not attached properly alarm. This occurred prior to use and no patient involvement nor injury.